Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. The advancer unit and burr unit were received detached. Inspection of the device revealed that the handshake connection was bent and the end of the connection was broken off. The advancer knob was received tightened in a forward position, which possibly caused the handshake to be bent because the handshake wasn¿t covered by the housing after the procedure. The handshake connection for the burr catheter was received inside the housing and was not able to retract back out of the housing. The housing was dismantled and it was found that the broken piece of the advancer handshake connection was inside the sheath next to the handshake connection of the burr and was not able to be removed. The sheath was cut during analysis to remove the broken piece of the handshake connection. There was blood in the sheath of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that burr detachment occurred. A 1.50mm rotalink plus was selected for use. During procedure, it was noted that there was fracture of the burr between the plastic and metallic part. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that burr detachment occurred. A 1.50mm rotalink¿ plus was selected for use. During procedure, it was noted that there was fracture of the burr between the plastic and metallic part. No patient complications were reported.